Manufacturer narrative:
Product analysis :at analysis it was determined that the main printed circuit board (pcb) had c277 damage and the upper case was broken around the rate encoder. It was noted the hanger was cracked, the keypad window was damaged, one control knob was missing and the lower case was warped. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had been returned for a repair. The product has been returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.